Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen, dilaudid, and bupivacaine via an implantable pump for unknown indications for use. It was reported that during a pump refill, on 2021-dec-02, a  reservoir volume discrepancy was noted:  irv - 14.1 ml, arv ¿ 21 ml. There were no associated signs or symptoms and no further diagnostics or interventions. It was indicated the event wasrelated to the device or therapy. During a pump refill, on 2022-apr-05, a reservoir volume discrepancy within normal limits was noted:  irv - 7.7 ml, arv ¿ 10 ml. The issue resolved without sequelae on 2022-apr-05.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.